Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a non-device related stroke which led to partial paralysis and being bed ridden. The patients ipg became superficial and possibly exposed over time from being in bed. The patient had an infection at the ipg site and was noted that the patient was septic.